Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, just before inserting the catheter into the patient, the catheter was perforated and damaged. No other visible defects were found on the product at the time of the event. No ointments were utilized at the exit site, and the cleaning agent was not allowed to dry thoroughly prior to dressing the area. The catheter could not be used, and another one was used. There was no reported patient injury.